Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. The device present an unusual amount of calcium biuldup. The lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.